Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of kidney disease or toxicity, cancer, death related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of kidney disease or toxicity, cancer, death related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned for evaluation. But the repair evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed.